Event description:
Manufacturer's representative reported the pump was removed due to an infection. It was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.